Event description:
The report received from the affiliate indicated that the luer hub of the 110 cm. 5 fr. Infinity pigtail145 6 sh catheter was detached from the catheter prior to use in the patient. The product was not clinically used in the patient. Another like product was used to complete the procedure successfully. There was no reported patient injury. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. No other product issue was noted either post-procedure at the account or prior to shipping for inspection. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of customized multipack f5 inf lot 15766761 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
The report received from the affiliate indicated that the luer hub of the 110 cm. 5 fr. Infinity pigtail145 6 sh catheter was detached from the catheter prior to use in the patient. The product was not clinically used in the patient. Another like product was used to complete the procedure successfully. There was no reported patient injury. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. No other product issue was noted either post-procedure at the account or prior to shipping for inspection. No additional information is available. Fal: one non sterile unit of cath f5 inf pig145 110cm 6sh was received for analysis inside of a plastic bag. The hub was separated from catheter body. Catheter body did not present any evidence of elongation or extreme force applied to provoke the separation. The distal section of the separation was inspected under vision system and there was no evidence of cutting observed. X-ray, cross section and sem analysis on internal section of the hub was performed and revealed remnants of the catheter body inside of the hub. The catheter od and ID were measured at different locations, also near to separation condition and results were found within specification. Length of the body portion was measured against usable length specification and the obtained result was within specification. According to results obtained from measurements of od, ID and length it was confirmed that there is no elongation condition on the body portion. The sterile lot number for the device is unknown therefore a device history report review could not be performed. The reported complaint by the customer as ¿luer hub ¿ separated prior to use¿ was confirmed during analysis, however the exact cause that originated this condition could not be conclusively determined. The event was escalated through the risk management process and a distributed product risk assessment (dpra) was open to evaluate the issue.